Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a non-calcified and non-tortuous saphenous vein graft to the right coronary artery. The 3.50x32mm taxus liberte' drug eluting stent dislodged in the patient prior to deployment. The dislodged stent was recovered successfully by unspecified means. The procedure was completed by implanting two non-bsc stents. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.